Manufacturer narrative:
No unexpected motor error alarms noted during testing. The insulin pump passed displacement test, rewind test, and basic occlusion test. The device had intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker noted.

Event description:
It was reported that the customer had high blood glucose, which was a past event. They had already reverted to another insulin pump and their blood glucose value was very blood; it was 120 mg/dl. The customer wanted to check the functionality of their veo insulin pump. The device passed the 5 unit fixed prime test, the high pressure test, the self test, and the bolus test. But, after the high pressure test, the device alarmed motor error, because the customer forgot to remove the clip. The customer was asked to call back if trouble occurs. So, the customer called later the same day and reported high blood glucose level. They had reverted to an old insulin pump. Their blood glucose was 98 mg/dl during the phone call. The customer reported that certain buttons of their device were unresponsive. The customer was advised that the device would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.